Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room experiencing bradycardia. It was noted that the patient experienced a fall prior. Upon interrogation, the right ventricular lead exhibited oversensing, undersensing, and loss of capture. The patient was pacer dependent. On (B)(6) 2016, during lead revision procedure, the lead appeared dislodged and an insulation anomaly was noted. The lead was capped and replaced. The patient was in stable condition post operation.